Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. X-rays were received and reviewed. Two ap images of right knee radiographs were provided. It is not possible to determine if the femoral stem has fractured or disassociated at the junction with the femoral sleeve. Radiolucency is visible adjacent to the femoral sleeve. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was identified as having an apparent fracture of their femoral knee stem, but is asymptomatic and has not yet been revised.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. X-rays were received and reviewed. Two ap images of right knee radiographs were provided. It is not possible to determine if the femoral stem has fractured or disassociated at the junction with the femoral sleeve. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 15, 2017 additional information received. Patient was revised due to metallosis and noted on xray that the stem had snapped with the junction of the sleeve. (B)(4)2017- date of revision; surgical delay- 60 minutes

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(4) 2017 additional information received. Patient was revised due to metallosis and noted on xray that the stem had snapped with the junction of the sleeve. (B)(6) 2017- date of revision; surgical delay- 60 minutes.